Manufacturer narrative:
(B)(4). This lot was manufactured from may 9, 2014 - may 13, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 0.20 mm in size was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be polyester material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate in the reservoir of a half day infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.